Manufacturer narrative:
The device was evaluated and the reported problem was not duplicated. The device worked in all modes of operation and never lost communication with the system in either mode of wired or wireless communication. All switches and pedal functions were working fine and physically the foot control was in very good condition. The device history records (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.

Manufacturer narrative:
The device has not been received for evaluation. The device history records have been reviewed with no anomalies noted. The certificate of compliance certifies that the device meets all physical and functional requirements. This investigation is ongoing.

Event description:
The user facility in (B)(6) reported communication was lost with the system foot plate during surgery. It was reported that from the start of the sculpting phase, there was no response from the central rudder control of the pedal. Phacoemulsification was not carried out. Patient had an unknown eye damage and was transferred to another hospital. Due to transfer, change of the handpiece and recalibration, new connection of the pedal to wifi then wired, stop / restart of the machine, surgical time was delayed about 30 minutes then proceeded with a new (local) anesthesia and a reoperation the same day. After resumption of the surgery it was satisfactory anatomical result. No visual acuity assessment was measured on day 1.

Manufacturer narrative:
Device manufacture date: 09-feb-2018. The device was not returned for evaluation. A supplemental report will be submitted if any additional information is received. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.